Event description:
It was reported that a pt's catheter was confirmed as having disconnected from the pin connector. A catheter revision was scheduled. The drug/compound being administered via the pump was baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).